Event description:
It was reported that the pump failed calibration during testing. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were intact upon receipt. An error code was not found in the ehl (event history log). The customer reported issue of failed calibration was not duplicated during the investigation however, visual inspection detected excessive adhesive on the upstream sensor and, with the removal of the downstream sensor seal, it can be seen that there is a scratch across the top of the sensor. Root cause of the reported issue is unknown. Recommended to replace the upstream occlusion sensor and the downstream occlusion sensor as preventive maintenance. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.